Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that upon placement of the left ventricular (lv) lead, the patient experienced diaphragmatic stimulation. High intra-operative thresholds were also noted. The lead was removed and an alternative lead was placed. No further patient complications have been reported as a result of this event.